Manufacturer narrative:
One opened bl5323wv pack. The lot number and expiration date on the label have been torn off and were not returned. However, paperwork indicated that the lot number was x6366. The cutter was tangled up with the rest of the pack tubing. The tip protector was not received. The needle was bent. The port window was in the opened position with dried solutions visible around the part and on the outer needle shaft. The cutter looks used. The back cap was not fully aligned with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not have clean cuts at the lower cut rates, as it pulled and left strings. Though the cutting improved as the cut rate was increased. It should be noted that a bent needle could contribute to poor cutting performance. Due to the returned condition, with the cutter tangled up in the pack tubing and with no tip protection, the cause of the bent needle cannot be determined. This investigation is ongoing.

Manufacturer narrative:
The cutter was inspected and tested by manufacturing engineering department. The cause of bent needle cannot be determined. A bent needle can contribute to poor cutting performance. The aspiration barb vent hole seal aligned properly. The vendors response to a request for clarification about the aspiration barb vent hole and seal stated, the vent hole in the black rubber seal does not need to be aligned with the vent hole in the cap because there is an annular gap which allows free flow between them. What is shown is normal assembly which would not affect functionality (cutter not cutting). Investigation ongoing.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in china reported the vitrectomy cutter did not cut, but still aspirated during surgery. There was no effect on the patient.

Manufacturer narrative:
Due to the returned condition of the vitrectomy probe, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.